Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with multiple inappropriate therapies due to right ventricular (rv) lead noise. The lead was noted to have a high, out of range pacing impedance and loss of capture at maximum output. Programming changes were made. A revision was discussed but not done as of yet. The patient was stable.